Event description:
The catheter was in for 3 days when leakage at the exit site was noted. Pt was receiving unasyn. Fluid was coming out of insertion site. The PICC is scheduled to be removed.

Manufacturer narrative:
Product implicated is a 3 fr midline. Overall length of the catheter measured 26cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The complaint is unconfirmed since no leaks were found.